Event description:
It was reported that the pt had a right extension and device implanted on (B) (6) 2009. The right lead was implanted in (B) (6) 2006, but was not connected to extension and device until (B) (6) 2009. The high impedance readings on the right side were consistent with a damaged lead/open circuit. The pt's device was to be programmed at the clinic using two contacts (2 & 3). The pt had yet to be programmed in the outpatient clinic. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).